Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant products: prowler select plus microcatheter (606s255x/17310718); envoy® guiding catheter, 6f, 100 cm, mpd (67025800/17275234); axium coils (ev3) 4mm x 12 cm (1); 3mm x 6 cm (2); 2mm x 8 cm (1); 2mm x 6 cm (1); traxcess 14 (microvention) qty:1; microplex 4mm x 10 cm (2). (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time.

Event description:
As reported by the customer, one of his relatives had a wide-necked intracranial aneurysm and who underwent stent assisted coil embolization on (B)(6) 2016 using enterprise stent (enc452200/10543394). Patient was (B)(6) female who died two days after the surgery. The surgeon claimed it was the thrombus blockage caused by the stent that led to the patient's death but has no evidence. There are further details on the patient or the treatment procedure available. No further information is available. Product is not available for analysis.

Manufacturer narrative:
This one of one final MDR report being submitted for this complaint. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the enterprise stent lot# 10543394. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Device occlusion and thrombosis in device are known potential adverse events associated with the use of the enterprise stent device and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the very limited information available makes assessment of the contributing factors problematic; however, target lesion anatomy, medication regimen, specifically use of antiplatelet medications, and procedural issues could have contributed to the reported events. Corrected event description "there are further details on the patient or the treatment procedure available" to "there are no further details on the patient or the treatment procedure available".

Event description:
As reported by the customer, one of his relatives had a wide-necked intracranial aneurysm and who underwent stent assisted coil embolization on (B)(6) 2016 using enterprise stent (enc452200/10543394). Patient was (B)(6) female who died two days after the surgery. The surgeon claimed it was the thrombus blockage caused by the stent that led to the patient's death but has no evidence. There are no further details on the patient or the treatment procedure available. No further information is available. Product is not available for analysis.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to correct the event type to ¿death¿. It was previously entered as "serious injury".